Event description:
It was reported that a one-link non-dehp microbore catheter extension set needle-free IV connector may have contributed to a blood stream infection (not further specified). The step of therapy during which this occurred was not specified. Treatment was not reported. Patient outcome was not reported. There was no report of damage, leak or connection issue regarding the set. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown, however it was reported that the blood stream infection occurred on an unspecified date in (B)(6) 2013. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.